Event description:
The pt experienced a rush down her arm, which occurred out of the blue, when her stimulation was turned on and when she flexed her head forward. She has had no trauma or falls. The lead impedance measurements were greater than 2,000 ohms on some of the unipolar pairs. Movement caused stimulation changes. The pt still received symptom tremor relief. She was at home. Additional information has been requested.

Manufacturer narrative:
(B) (4).